Manufacturer narrative:
Based on the reported information it was initially assumed that the deviation occurred when switching to stand-by mode and the ventilation was stopped intentionally by the user. In the course of manufacturer investigation the log file of the savina 300 with serial number (B)(4) was analyzed. Error codes (40.2000) could be identified that point to device restarts due to low battery voltage/a power supply failure. The reported deviation in association with the "flow acc" could not be clearly comprehended even during a test with a savina 300 in the laboratory. However it is likely that a high ¿flow acc¿ setting finally caused the logged restarts as the blower rotates at a higher speed and thus the power consumption increases. Faulty or worn batteries can reach their limit under this high power consumption. Generally the savina 300 periodically checks operation on internal battery where the device internally disconnects from the mains power (ac) for 500 ms and operates on internal battery. If the battery voltage drops, the test is canceled and the power supply is switched to ac again. However if the voltage drop is too fast/too strong, the savina 300 shuts down while alarming acoustically and generates the 40.2000 error during the subsequent reboot. In case a ventilation was active at that time, the pneumatic system would open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. After approximately 12 sec the savina 300 would continue ventilating the patient with the last settings. The savina 300 has batteries with lead-gel technology. Batteries of this type perform particularly well when used as a backup battery. If these batteries are used in irregular alternating mode, e.g. In intra-clinical transport, the service life is shorter due to technology. It was recommended to exchange the internal batteries more frequent. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported by the customer that: "after approximately 4 hours of use, the device is defective. When the "flowacc" parameter is above 130 when entering standby mode, the device restarts with 21 or 100% o2 (automatic flow disabled). It is only defective in the electrical network (110v or 220v), the battery has normal operation. The customer informs that the mains power led indicator is off, even when connected to the mains, but did not present this defect in the tests." No patient consequences have been reported.